Event description:
Consumer reported complaint for high blood glucose test results. Customer states that the meter test results are off by 100 mg/dl compared to his continuous monitor meter. The customer¿s expected blood glucose test result range is 120 mg/dl fasting am and 220-230 mg/dl non-fasting. The customer reported trembling, feels like neuropathy in his feet and feeling hungry; medical attention was not needed at the time of the call. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 12/20/2026; product storage and open vial date were not provided. The meter memory was reviewed for previous test result history: result 1: 156 mg/dl date:(B)(6) 2025, time: 1:34pm fasting. Result 2: 264 mg/dl date:(B)(6) 2025, time: 8:27am fasting. Result 3:125 mg/dl date:(B)(6) 2025, time: 11:13pm fasting. Result 4: 178 mg/dl date:(B)(6) 2025,time: 9:03pm fasting. Result 5: 164 mg/dl date:(B)(6) 2025, time: 7:14pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 28-oct-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated he did not have any diabetic symptoms. No medical intervention since the last call was reported. Customer had tested with the meter and obtained a result of 157 mg/dl fasting on (B)(6) 2025.